Event description:
It was reported that the procedure was to treat a narrow, de novo lesion in the proximal right coronary artery with heavy calcification and 70% stenosis. A non-abbott guide wire was placed and a 2.75x15 mm rx trek was advanced to the lesion and pre-dilatation was performed. A 3.0x18 mm xience xpedition stent was implanted. A 3.0x15 mm nc trek dilatation catheter was advanced for post-dilatation; however, it could not cross the lesion due to the heavy calcification. There was no interaction of devices. Force was applied against resistance but the mid shaft separated outside of the patient anatomy. The separation portion was simply withdrawn from the patient anatomy without issue. A new same size nc trek dilatation catheter successfully crossed the lesion and post-dilatation was performed to complete the procedure. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported separation was confirmed. The reported failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. It should be noted that the nc trek instructions for use states: if resistance is felt, determine the cause before proceeding. Continuing to advance or retract the catheter while under resistance may result in damage to the vessels and/or damage/separation of the catheter. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: runthrough; stent: 3.0x18 mm xience xpedition. (B)(4) - advancement against resistance. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.